Event description:
I had essure implanted and since have been experiencing migraines, debilitating fatigue, memory loss, depression, anxiety, panic attacks, severe bloating, painful and heavy periods, extreme pain in my lower left abdomen and back and have now been diagnosed with endometriosis. Because of my severe pain, I will be going for testing to see if they have migrated or gone through the wall of my fallopian tube. Regardless of the results I will now require a hysterectomy at age (B)(6).